Event description:
Procedure type: gastric bypass. According to the reporter: the instrument worked correctly in the primary surgery, however, the patient had to be readmitted post operation. Patient presented hemorrhage six hours after surgery which required an extended hospital stay. The patient is still at hospital under observation. There was blood loss over 500 cc's. There was no tissue loss or damage, or delay in surgery.

Manufacturer narrative:
(B)(4).